Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer further explained that the buttons were not responding when pressed. The numbers on the insulin pump also kept scrolling from 0 to 300. The customer's blood glucose was 275 mg/dl. While troubleshooting, the customer stated that the day prior she had run through the rain but that the insulin pump was in her pocket at the time. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection. No button error alarm or display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.